Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description: enh st ld kit, 50cm

Manufacturer narrative:
A review of the manufacturing documentation of the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient was scheduled for a lead revision due to inadequate coverage and wound was opening up. The physician reported that the leads were initially anchored too superficial. The physician buried the lead and the lead anchor deeper in the incision and re-sutured the anchor. The patient is doing well following the revision.

Event description:
A report was received that the patient was scheduled for a lead revision due to inadequate coverage and wound was opening up. The physician reported that the leads were initially anchored too superficial. The physician buried the lead and the lead anchor deeper in the incision and re-sutured the anchor. The patient is doing well following the revision.